Event description:
It was reported that the customer passed away while wearing the insulin pump due to renal failure. The customer's last blood glucose reading was 68mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.